Manufacturer narrative:
Codes updated the device was returned for evaluation and the clinical observation of ¿non-detachment¿ was confirmed. As received, the implant coil was found damaged and stretched with the polypropylene filament intact but still attached to the pushwire. Instant detacher was not returned as it was discarded. The pushwire was found broken on the proximal end with a broken release wire extending out. The proximal portion of the pushwire containing the tack weld replacement (twr) crimps was not returned for evaluation. Additionally, the pushwire was found bent at several locations from the proximal end within the introducer sheath. Under the microscope, the coin was found located against the lumen stop, and the shield coil was found damaged. During evaluation, the implant coil detached after the coin was pulled back from the lumen stop. The instant detacher and the proximal tip of the pushwire containing the tack weld replacement crimps were not returned for evaluation; therefore, any contributing factors from these could not be assessed. It is likely that the multiple bends in the pushwire at the distal end led to the difficulty during detachment with the instant detacher and by the manual method of detachment. The multiple bends likely prevented the release wire from pulling back from the lumen stop. The break in the pushwire was consistent with a break distal to the break indicator. It is likely that the break in the release wire occurred during the manual detachment attempt. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt and evaluation completion of the device and/or additional information received, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that this coil was sixth in the procedure. The physician tried to detach one time with instant detacher and one time using manual method, but coil did not detach. The physician did not try to detach with second instant detacher. Five coils were successfully implanted prior to this coil malfunctioned. No patient injury was reported.